Event description:
Patient operated 2004. Post operation patient unable to eat solid foods. Experienced pain & discomfort. Surgeon determined vertical distraction arm dislodged from molar post. Reoperation should correct the problem based on initial assessment scheduled for 2005. In 2005, doctor decided to replace device. Discomfort is now gone & patient doing well.

Event description:
Patient operated 2004. Post operation patient unable to eat solid foods. Experienced pain and discomfort. Surgeon determined vertical distraction arm dislodged from molar post. Reoperation should correct the probled based on initial assessment scheduled for 2005. In 2005, doctor decided to replace device. Discomfort is now gone & patient doing well.